Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This case represents the first implanted valve. Please reference related manufacturer report no: 2015691-2017-01387. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the patient had bulky/severe native leaflet, native annular and native root calcifications this as well as the mechanisms described above are likely contributing factors for the stroke. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during the implant of a 23mm sapien xt valve in the aortic position, the valve landed slightly aortic and moderate to severe pvl was observed. A second balloon expansion was done with an additional 2ml of inflation volume, however the pvl remained. A second 23mm sapien xt valve was implanted in the aortic position an additional 2ml of inflation volume and the pvl was graded as mild. It was also established that the patient suffered a stroke. At the time of the report, the patient was stable. The patient¿s native annulus measured 24mm by tee. The patient¿s bulky/severe calcification and native root calcification were considered to be possible contributing factors for the stroke.

Manufacturer narrative:
Additional information was received. The stroke appeared to have occurred either during the procedure or soon afterwards. The patient¿s deficits were noted once consciousness was regained. The stroke was confirmed the day after the procedure. The patient had some weakness in the hand and was unsteady when walking. Their speech and memory also appeared to have been affected. The result of the investigation have not changed.